Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. Intermittent act button due to corroded keypad trace. Unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.